Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed the heater tray to be touching on the front, left corner. The front panel bezel gasket was drooping .5 inches over the center of the front panel overlay. The bezel had a hairline crack on the top edge. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. There was grinding sound detected coming from motor pump b during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was out-of-specification. After straightening the load cell on the bracket, the load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid came in to contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed that the fluid leak was discovered inside the cassette door at the end of treatment. The patient did not receive an alarm from the cycler. The patient reported that treatment was completed with the cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler is ready for pick up and to be returned to the manufacturer for physical evaluation.